Manufacturer narrative:
Biolife's medical advisor documented an evalution of the incident.

Event description:
Rn called biolife customer care department to report a central line-associated bloodstream infection (clabsi) event after using statseal powder on a premature 23.4-week patient. The patient was identified with staph aureus infection approximately four (4) days after PICC insertion. The type, size and location of the catheter was argyle dual lumen, 1.9fr. In the lower extremity; the line was secure with steristrips and tegaderm. The patient required escalation of support and expired approximately two (2) weeks after PICC insertion. According to the nurse, the cause of death was likely from lung disease and the inability to adequately ventilate rather than sepsis. The nurse stated that it was challenging to achieve hemostasis, applied multiple layers of statseal powder, and hemostasis was achieved after approximately five (5) minutes, with an amount of powder described as a "large clump".